Event description:
(B)(6) clinical study. It was reported thrombus on the device occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device and delivery system was successfully implanted. A complete seal was noted at the time of implant. At the three month follow up, a transesophageal echocardiogram (tee) was performed which revealed thrombus on the closure device. There was no change in the seal of the device from the implant procedure. The patient did not have any side effects and was compliant on their medication regime by taking aspirin and plavix. The patient is contraindicated for anticoagulation, so low dose heparin was discussed but not yet decided. The patient will have an additional tee to re-evaluate the thrombus.